Event description:
Per the clinic, the patient experienced overheating of external processor. No serious injury has occurred. The patient has been equipped with a new external processor.

Manufacturer narrative:
This report is filed (B)(4) 2013.